Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Analysis confirmed that there was a faster voltage depletion on the device's battery. Boston scientific technical services (ts) suggested that device should be replaced and send back to boston scientific. Device was explanted and replace. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned energen implantable cardioverter defibrillator was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Analysis confirmed that there was a faster voltage depletion on the device's battery. Boston scientific technical services (ts) suggested that device should be replaced. Device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Analysis confirmed that there was a faster voltage depletion on the device's battery. Boston scientific technical services (ts) suggested that device should be replaced. Device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental report was created to correct the following: h. Device manufacturers only. 6. Adverse event problem: change in component code, type of investigation, investigation findings, investigation conclusions. 10. Additional manufacturer narrative the degradation and resultant product performance issue with this low-voltage capacitor component is caused by the presence of excess hydrogen gas within the pulse generator case. Investigation determined that the hydrogen was generated by a different component (the high-voltage capacitors). In 2014, a new high-voltage capacitor design was implemented in the energen and subsequent product families. This new design eliminated the galvanic effect that can generate excess hydrogen in the same manner. This device was manufactured prior to implementation of this new high-voltage capacitor design.